Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that a patient had a CT lucia 602 implanted on (B)(6) 2021; however, the patient experienced persistent corneal oedema caused by iris chafing due to the iol twisting in the eye. The lens was removed, and another lens was implanted in the eye. No adverse sequela reported. No additional information provided. It was stated by the customer that they are using scleral tunnel fixation to implant lenses. This technique induces a large amount of force while trying to position the haptics in the sclearl tunnel. Our lenses are intended to be implanted in the capsular bag; therefore, the technique used to implant the lenses are considered off label use. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lenses that would have contributed to the nature of this complaint. Additionally, lenses are 100 % inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections and met all of the criteria for release. Additionally, there was no damage noted to the lens during preparation for use which suggest a product deficiency did not contribute to the reported issue. Iol tilting is known to be caused by numerous factors including, but not limited to: lens placement technique; poor handling during folding and inserting. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure

Event description:
It was reported that a patient had a CT lucia 602 implanted on (B)(6) 2021; however, the patient experienced persistent corneal oedema caused by iris chafing due to the iol twisting in the eye. The lens was removed, and another lens was implanted in the eye. No adverse sequela reported. No additional information provided.